Event description:
Complainant rec'd a menstrual cup as a sample from a trade show. Complainant inform us that she experienced a vaginal wound due to use of the menstrual cup. Complainant sought treatment for vaginal bleeding from her physician ((B)(6)) on (B)(6) 2012.

Manufacturer narrative:
Evofem (B)(4) evaluated medical records provided by user/consumer's attorney. (B)(4) has requested all medical records to be provided including all lab tests, xrays, consultant reports, etc. Directly from the relevant physician or clinic or hospital due to only having rec'd a portion of the entire record. Requests for the add'l info were made to the attorney of the user/consumer. No response was rec'd.